Event description:
The customer reported via phone call that they had to visit emergency and they were hospitalized on (B)(6) 2022 due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose level at the time of incident was 588 mg/dl. Customer experienced symptoms such as feeling sick and unwell as a result of high blood glucose. Customer alleged that the insulin pump was under delivering insulin. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was activated at the time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022, the customer was hospitalized for diabetic ketoacidosis/high blood glucose's. The customer alleged the insulin pump stopped giving insulin. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No under delivery anomaly noted. The insulin pump recognized the water filled reservoir that was installed in the reservoir compartment. The insulin pump was programmed with multiple test boluses. The test boluses delivered properly with water exiting the infusion set. No bolus anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the bolus delivered on 03-jan-2022 in the formatted history file. 01/03/2022 04:43:47.000 normal bolus programmed bolus programming method = bolus wizard. Normal bolus amount programmed = 20 there was a user suspend listed on 03-jan-2022 in the formatted history file. 01/03/2022 09:28:38.000 insulin delivery stopped reason for insulin delivery suspension = user suspended there was no auto suspend or insulin pump alarms noted on 03-jan-2022 in the formatted history file. The insulin pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis/high blood glucose's. No under delivery anomaly or bolus delivery anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.